Event description:
A malfunction was reported on the pump with the code "malf 9" displayed. There was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl (27.7 mmol/l). Technical support provided assistance in resetting the pump, after which the malfunction did not recur. The customer was advised to continue using the pump and to call back if any issues arise again.